Event description:
Incorrect volume infused. Correct programming was displayed. Ordered dose was 30 mls over 24 hours. At 19 minutes left all 40 ml had infused and syringe was empty. Manufacturer response (as per reporter) for syringe infusion pump, medexnone yet.